Event description:
(B)(4): additional information received indicated that the phrenic nerve palsy (pnp) still had not recovered by the time the patient was discharged from the hospital.

Manufacturer narrative:
Product event summary: data files for the date of the reported event were returned and analyzed. The data files did not show any system notices for the date of the reported event. No product malfunction was alleged, a clinical issue was encountered during the procedure. No product was returned for investigation. In conclusion, there was no indication of a product malfunction and no product returned for investigation; a clinical issue was encountered.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, phrenic nerve pasly (pnp) occurred while ablating the right inferior pulmonary vein (ripv). The cavotricuspid isthmus (cti) was treated with the use of radiofrequency (rf) and the procedure was completed using rf afterwards. It was noted that the patient still had pnp upon leaving the operating room. No further patient complications have been reported as a result of this event.